Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath with a spectranetics visisheath dilator sheath and alternating between leads, it was observed that the glidelight was damaged at the bifurcate handle. This resulted in exposure of laser fibers through the outer jacket, with excessive torque (twisting of the glidelight) noted during use. The glidelight was removed, and a spectranetics tightrail rotating dilator sheath was used to successfully remove both leads. In addition, a spectranetics tightrail sub-c rotating dilator sheath was used during the case. The procedure was completed with no reported patient harm.this event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
H3/h6): the device has been returned to the manufacturer, but the evaluation has not yet begun; findings and conclusions are not yet available. A supplemental MDR will be submitted upon completion of device evaluation/investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
The device evaluation and investigation were completed 25mar2024. The glidelight device was returned for evaluation, with a large segment of the tail tube missing. The tail tube appeared to have been intentionally severed just proximal to the strain relief. Visual inspection found no damage observed on the working length; however, a clean cut was discovered on the tail tube strain relief. Exposed fibers were present, with at least one broken fiber in the area. The surrounding outer jacket of the tail tube appeared to be in good working condition. Due to the incomplete device return, the cause of the damage could not be established. Type of investigation code 4116 replaced (from 10). Investigation findings code 3243 replaced (from 3233). Investigation conclusions code 4315 replaced (from 11). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.